Event description:
It was reported that loss of bipolar and unipolar capture was exhibited during a ventricular capture test in vvi at a rate of 90 pulses per minute. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.